Event description:
It was reported from (B)(6) that the neuro-tip of the craniotome device was damaged. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number and complete facility address were not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the neuro-tip of the craniotome device was bent/damaged. It was further determined that the device failed pretest for visual assessment verification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).